Manufacturer narrative:
The instrument was tested on an in-house system. The instrument failed the recognition and passed engagement tests. The instrument was not fully functional. The instrument housing was removed and inspection found a dislodged identification board. The identification board was found to be dislodged from the housing. A dislodged identification board can result in instrument recognition failures as it prevents the data from being accessed by the system during installation. Root cause is attributed to manufacturing.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was observed to a broken conductor cable. There was no report of patient involvement or patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.